Event description:
The customer reported an intermittent precharge voltage error. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.